Manufacturer narrative:
The customer technical support specialist (cts) determined the front cover of the wbc bath popped off. Per conversation with the customer, their company's biomedical engineer replaced the wbc bath resolving the leak. (B)(6).

Event description:
The customer reported approximately 20 ml of uncontained clenz leaked from the white blood cell (wbc) bath in a coulter lh 750 hematology analyzer during a shutdown cycle. There were no error messages reported by the customer at the time of the event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.